Event description:
It was reported to philips that the device gave an error indicating there was no free space for images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred which led to delay in diagnosis. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to save images as no free space. Fse reviewed the system log files which showed that the ippc malfunctioned. The fse recreated the image storage database and completed with reboot action. After recreating the database, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.